Event description:
Defective strips. Customer stated when he opened the vial, 20 test strips were missing. When he tried using the strips, the meter reads er6. He changed the batteries and still received the er6 message. He then purchased new test strips, and the new vial worked fine.